Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report hardware failure on (B)(6) 2014. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.